Event description:
Boston scientific received information that this patient experienced pain by pocket and in the armpit. Prolapsing of the device was noted. As a result, the device was revised to subcutaneous. Information was later received that this device was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced pain by the pocket and in the armpit. Prolapsing of the implantable cardioverter defibrillator (ICD) was noted through x-ray. As a result, the ICD was revised to subcutaneous. Further information was received that the patient was hospitalized for swelling, fluid, and pain in the pocket. The ICD was explanted and the patient was given antibiotics. The device was replaced with another manufacturer's device. No additional adverse patient effects were reported.